Event description:
Reportedly, the device was fired several times on the vessel and when the instrument was handed back to the surgeon again it would not fire. The tech took he instrument on the back table and was able to get the clip to load and fire. When the surgeon tried to use it on the vein of the kidney, the ejector bar advanced forward but did not advance the clip and therefore punctured the vein. The surgeon placed his hand ove the vein until a new instrument was brought to the sterile field. Minimal bleeding occurred, less than 100 cc.